Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 25mm epic max valve was successfully in a patient with pre-existing slow atrial fibrillation (af). Postoperative electrocardiographic monitoring showed the patient had a blocked af rhythm requiring epicardial pacing. The escape rhythm was a right bundle branch block (rbbb) (qrs duration was 132 ms) at a frequency rate of 35 bpm. The patient developed a complete heart block. The patient was hospitalized and on (B)(6) 2025, the decision was made to implant a permanent pacemaker. The patient was in stable condition at the time of report.

Manufacturer narrative:
An event of right bundle branch block requiring epicardial pacing post epic valve implant was reported. Also reported that the patient developed a complete heart block. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported heart block could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The unexpected medical intervention and surgical intervention are result of case-specific circumstance due to temporary pacing required during procedure and the decision to implant a permanent pacemaker. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.